Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to a bacterial infection. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was recovered from the peritonitis. No further detail was provided regarding treatment for the event or if dianeal therapies were ongoing. No additional information is available.